Event description:
Caller alleged imprecision with inratio meter as well as discrepant results compared with the lab. Results are as follows: dates: (B)(6) 2011, 1st inratio: 1.5, 2nd inratio: nes errors x3, 3rd inratio: 3.1. Dates: (B)(6) 2011, lab: 2.5. Pt used new finger-stick each time, and the results were within about thirty minutes of each other. Pt got three (possible) nes errors in the process of self- testing. Pt's therapeutic range is: (2.5-3.5).

Manufacturer narrative:
Investigation pending.